Event description:
The user facility reported prior to implant, the physician checked the closing pressure of the valve and found the same results. The normal pressure should read 55 to 94 mm. Finally, a third valve was checked and pressure reading was within normal limits. The third valve was implanted. The two valves which are being returned did not have patient contact.